Manufacturer narrative:
The device evaluation was received completed. A visual inspection with the naked eye noted a loose particulate matter (pm) inside a wet heater bag. The pm was yellow/brown in color with particles ranging in size from 0.9 mm to 4.8 mm (longest linear measurement). The micro-fourier transform infrared spectroscopy analysis determined the particle was composed of cellulose with a secondary amide. An energy dispersive spectroscopy (eds) determined that the elements in the particulate were carbon, nitrogen, oxygen, sulfur, and iodine. Examination by scanning electron microscopy showed the particles were composed of sheets of fibrous material. The particle was considered cellulosic from an unknown source. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿a brown particle" was observed in the heater bag of the amia cassette after peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.